Event description:
The pt used the suspect device to check their blood glucose and dosed insulin based upon the results obtained. The pt obtained a result of 271 mg/dl and the pt took insulin. The pt then became hypoglycemic and unresponsive. The pt was taken to the ER where a lab test came back as 2mg/dl. The pt was placed on a ventilator and treated for low blood glucose.